Event description:
It was reported that the insulin pump alarmed motor error. The customer's blood glucose was unknown. Nothing further was reported.

Manufacturer narrative:
The insulin pump failed displacement test followed by a motor error alarm during rewind due to cracked motor flex traces. The device was received with cracked case at display window corners and scratched lcd window.